Event description:
On (B)(6) 2003 - l4-5 and l5-s1; 57 yo degenerative disc disease at l4-5 and l5-s1. On (B)(6) 2004 low back pain x 19 years. On (B)(6) 2004 lumbar spondylosis <(>&<)> degenerative dis disease at l4-5 and l5-s1, also has quadriceps atrophy and a right foot drop - l4-5, l5-s1 decompression fusion with pedicle screw instrumentation and interbody fusion with pedicle screw instrumentation and interbody synthetic devices, use of local bone autograft by dr. (B)(6). On (B)(6) 2004 emg-post op weakness in right leg-findings indicative of chronic l5 and s1 radiculopathies. On (B)(6) 2004 continued difficulty with right hip pain. On (B)(6) 2004 lateral x-rays show the interbody implant, which is peek, has retro pulsed posteriorly. On (B)(6) 2004 fell during post op period-fracture of pedicle of l4 on right side-revision l4-5 interbody fusion with insertion of interbody device and removal of displaced hardware by dr (B)(6). On (B)(6) 2004 removal of dislodged and retained hardware in lumbar spine dr. (B)(6)-¿recently had a displaced cage exchanged for a larger size cage. The second cage also redisplaced and therefore, it was removed.¿ on (B)(6) 2004 to ER right foot pain s/p fall since (B)(6) 2004. On (B)(6) 2007 revision of fusion l4-5, revision of decompression l4-5, l3-4 decompression and fusion with pedicle screw instrumentation from l3-l5, bone marrow aspiration and use of local bone graft with pedicle screw instrumentation and vitoss by dr (b)(60. On (B)(6) 2008 pain down right leg, right quadriceps wasted compared to left, good position of hardware and the fusion mass. On (B)(6) 2009 admitted, has developed pseudoarthrosis l3-4 and 4-5; underwent l3-4 and l4-5 extreme lateral interbody fusion with interbody devices and antero lateral plating, posterior revision of decompression at l3-4 with revision and placement of posterior hardware and revision of fusion at l4-5; post-op diagnosis-pseudoarthrosis of l4-5 and l3-4, recurrent stenosis at l3-4 with failure of hardware posteriorly. On (B)(6) 2009; l3-4 and 4-5 xlif with l3-4 anterior instrumentation, posterior l3-4 revision decompression and revision of hardware on the right side at l4-5. Nuvasive <(>&<)> depuy plate, bolts, nuts <(>&<)> screws, rhbmp-2/acs. On (B)(6) 2009 numbness around incision of the xlif procedure-good position of hardware and interbody cages, residual groin pain on the right side. On (B)(6) 2009 low back pain, right hip pain, le radicular symptoms-ordered physical therapy. On (B)(6) 2009 c/o weakness and tightness around right groin area. On (B)(6) 2009 disc herniation on the left side at l3-4, but this is not the cause of his pain since pain in right groin area, dr (B)(6) recommended pain clinic and nerve blocks. On (B)(6) 2009 concern for loosening of the superior transpedicular screw (l3 screw). On (B)(6) 2009 thoracic spondylosis, age indeterminate, compression fracture probably involving t5 or t6. On (B)(6) 2009 progressive intractable back pain. Failed back syndrome. Note from dr (B)(6) states he injured his back in 1985. Developed worsening pain over the years. Likes to hunt, fish and play softball, but unable to do these activities for the last several years secondary to the difficulty with his back-unemployed. On (B)(6) 2009: exploration of prior lumbar fusion with finding pseudoarthrosis removal of old hardware, right l1 through s1 decompression including foraminotomies and medial facetectomies, l2-s1 stabilization with pedicle screw fixation, posterolateral arthrodesis consisting of allograft autograft, fluoroscopy and microsurgical dissection. On (B)(6) 2009 leg swelling-unremarkable bilateral duplex venogram, no dvt. On (B)(6) 2009 wound exploration and revision in multiple deep layers. Wound cultures-positive for actinobacteria. On (B)(6) 2010 low back pain-dp lat l spine revealed posterior pedicular screw fixation l2¿s1; stable exam. On (B)(6) 2010 ER visit-abdominal pain, back pain-was picking up a load of laundry a few days ago and has had muscles spasms since; xray. On (B)(6) 2010 questions screw loosening. On (B)(6) 2010 dpct spine lumbar without contrast shows loosening of the bilateral l3 and left l4 pedicle screws. The right l3 pedicle screw traverses the spinal canal and the right s1 pedicle screw traverses the s1 neural foramen, compressing the right s1 nerve root. On (B)(6) 2010 admitted for failed back syndrome-exploration/removal of lumbar hardware; operative findings-loose screws at l2-dr (B)(6) surgeon, (B)(6) first assistant; solid arthrodesis from l3 through s1; screws from l2 through s1 were removed. On (B)(6) 2010 MRI right knee-nondisplaced vertical longitudinal tear of the posterior horn of the medial meniscus. On (B)(6) 2010 knee injection. On (B)(6) 2010 back better, continues to have right hip (B)(6) 2010 balance problems, difficulty walking, impaired sensation, muscle weakness, back pain. On (B)(6)2010 dp lat l spine-post op changes about the lumbar spine, overall alignment intact. On (B)(6) 2010 right knee pain-medial meniscus tear-partial meniscectomy. On (B)(6) 2010 right knee arthroplasty. On (B)(6) 2010 physical therapy for knee pain. On (B)(6) 2010 right knee arthroplasty with partial medial meniscectomy. On (B)(6) 2011 has had a couple of falls he relates to his right knee, physical therapy suggested. On (B)(6) 2011, right lower limb weakness, history of cardiac arrhythmia, on disability; chronic l4/l5 radiculopathy on the right and l5/s1 on the left, no nerve entrapment, no peripheral neuropathy. On (B)(6) 2011 physical therapy for stiff knee. On (B)(6) 2011 pt c/o knee, back, hip pain for past couple of weeks. On (B)(6) 2011 pt for knee pain-discharged from physical therapy. On (B)(6) 2011 soft tissue injury r/t fall/laceration-right shin and ankle. On (B)(6) 2012 lumbar spondylosis and right shoulder pain-doppler right shoulder shows degenerative changes. On (B)(6) 2012 MRI lumbar spine shows post op l3-s1 fusion, arachnoiditis, bulging disc at l1-l2 with acute schmorl¿s node at this level, marrow edema, canal stenosis, high grade left foraminal stenosis, right descending s1 perineural enhancing fibrosis or granulation tissue, wide multilevel lumbar laminectomy. On (B)(6) 2012 polyneuropathy. On (B)(6) 2012 back pain, htn...

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.